Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. This implantable lead was capped and a new lead was succesfully implanted. No additional adverse patient effects were reported.